Event description:
It was reported that during a thoracic surgery in vats, the vascular stapler with refills did not make the suture on the inferior pulmonary vein, (it seems to have tagged without giving the stitches) it was necessary to perform a thoracotomy to proceed with the operation. The surgery was prolonged by an unk amount and completed successfully. Patients lost 2lt of blood and need a thoracotomy.

Manufacturer narrative:
(B)(4). Date sent: 5/21/2025. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: what specific procedure was performed? Right inferior lobectomy what resection was being completed? Yes, but converting the procedure from vats to thoracotomy were one or multiple vessels between the jaws of the device? There was only the pulmonary vain inferior between the jaw what were the indication for the procedure? It was a vats lobectomy for a big carcinoma, the surgeon use habitually pvs from 5 year please provide the approx. Patient height and weight? Normotype, normal weight this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/7/2025 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload (a) loaded on the device. The reload (a) was received unfired. Additionally, four other reloads (b, c, d, and e) were received. The reload (b) was received fully fired. The reloads (c, d, and e) were received sterile. The device was tested for functionality in the straight position with a returned reloads (a, c, d, and e) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted and all staples were present in the returned reloads. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. In addition, a video was provided, and it showed tissue manipulation along with a device with a reload loaded. At the 01:13 mark the device is placed and closed over tissue. At the 01:25 mark the device is firing. At the 01:39 mark the device is opened, and a line of staples is observed in the tissue. However, significant bleeding was observed at one of the tissue staple lines. Due to significant bleeding and tissue on staples line proper/improper form of staples cannot be determined. Based on the video review, the event described is confirmed and it is related to improper use of the device. It should be noted that a careful examination of tissue thickness is imperative before the activation of the stapler. Position the instrument around the tissue to be stapled, ensuring that the tissue is proximal to the cut line markings, which represent the minimum cut distance. Caution: ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. Warning: do not use the instrument on the parenchyma of the liver, pancreas, kidney, or spleen, or other tissues which cannot comfortably compress to the closed staple height. Warning: do not use the instrument if, upon closing, the tissue extends beyond the cut line marking, which represents the minimum cut distance, such as in creating an anastomosis. If this occurs, open and reposition the instrument. Firing with tissue in the tip of the jaws may result in incomplete cutting action, and/or improperly formed staples. Maintaining the jaws closed for 15 seconds before firing may enhance both compression and the formation of staples. When placing the stapler at the application site, verify that there are no obstructions like clips, stents, or guide wires within the instrument's jaws. Please reference the instructions for use for additional information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 405d63, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/13/2025. D4: batch # 405d63. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload (a) loaded on the device. The reload (a) was received unfired. Additionally, four other reloads (b, c, d, and e) were received. The reload (b) was received fully fired. The reloads (c, d, and e) were received sterile. The device was tested for functionality in the straight position with a returned reloads (a, c, d, and e) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted and all staples were present in the returned reloads. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Although no conclusion could be reach on the cause of the reported event, it should be noted that a careful examination of tissue thickness is imperative before the activation of the stapler. Maintaining the jaws closed for 15 seconds before firing may enhance both compression and the formation of staples. When placing the stapler at the application site, verify that there are no obstructions like clips, stents, or guide wires within the instrument's jaws. Please reference the instructions for use for additional information. Additionally, video was provided and they showed tissue manipulation, a device with a reload loaded is showed. At the 01:13 mark the device is placed and closed over tissue. At the 01:25 mark the device is firing. At the 01:39 mark the device is opened, and a line of staples is observed in the tissue. However, significant bleeding was observed at one of the tissue staple lines. Due to significant bleeding and tissue on staples line proper/improper form of staples cannot be determined. Device history review: a manufacturing record evaluation was performed for the finished device batch number 405d63, and no non-conformances were identified.